Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Complaint - the reamer would bind up and freeze during the procedure. We disassembled and clean it multiple times and it continued to bind up.